Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage; subsequently, a leak was noted. The tubing set was to be used to deliver normal saline, at a rate of 30 ml/hr, prior to the delivery of an unspecified volume of an unspecified blood product. During priming of the tubing set prior to pt use, the nurse noted a bubble in an unspecified location of the tubing set. It was reported that the nurse attached an unspecified syringe to the clave secondary port on the cassette of the tubing set to remove the bubble. At this time, it was reported that the clave secondary port broke off and an unspecified volume of solution leaked. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.